Event description:
The hospital reported during a procedure the tip of the device broke off and fell into the pt's abdomen. The piece was immediately retrieved. The procedure was completed with the use of another device. There was no allegation of harm.